Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b3, b5, d1, d4, e1, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported through a practice development manager that a patient received a coolsculpting treatment to the lower and upper abdomen areas on (B)(6) 2024 using the cooladvantage coolcore applicator and cooladvantage petite curve applicator and presented with paradoxical hyperplasia (ph) post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported through a practice development manager that a patient received a coolsculpting treatment to the unknown areas using the unknown applicator and presented with paradoxical hyperplasia (ph) post treatment. (B)(6).